Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system when the small screw at the bottom of the mics handpiece fell out.

Manufacturer narrative:
Reported event: it was reported that the handle screw fell out. Issue was noticed during case, therefor there was less than a minute case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k089x and (B)(4) including 4201045 were accepted into final stock on 12/16/16." Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. A review of complaints related to p/n 209063 shows 13 other complaint related to the failure in this investigation (investigations (B)(4)). Issues for p/n 209063 will be tracked through trend request #1025. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc1429704 and CAPA (B)(4) are associated with the failure mode reported in this event.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system when the small screw at the bottom of the mics handpiece fell out.